Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited inappropriate shock due to program setting. Programming changes were made. Patient condition was stable.